Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event where the material was damaged prior to use on (B)(6) 2025. It was reported that the packaging was not sealed properly, misshaped or sterile packaging was not intact. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.